Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. Expiration date is 07/31/2024. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticm5_12.1, -0.9.0/2.5/091 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2022. The lens was replaced with a longer length lens due to low vault on (B)(6) 2022. This resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
B5 - reported with the sphere of "-0.9" - correct to "-9.0" . Claim# (B)(4).